Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site for investigation. The fse resolved the issue by connecting the receiver network connection to a different port on the network switch, then rebooting the central monitor. Further analysis by spacelabs product engineers identified the cause to involve a software issue which has since been resolved. This investigation is considered complete and this particular matter closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central station on tower 2 was in use, then began continuously restarting with no intervention from the user. No injury was reported as a result of this event.